Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6), product type: programmer section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that last week they had a problem getting the controller to recharge. Caller stated that it eventually charged but today they can't get it to charge at all. Caller added that they've tried 4 outlets today and the green light is on the ac power supply, but the controller won't flash the green light. Caller stated the screen does come on, but the controller will not start charging. Agent walked caller through removing the battery pack. Caller confirmed no visible damage. Caller noted that when they were in the hospital they had put a sticker on the back of the controller which was difficult to get off. Caller then connected ac power and the controller powered on for a second and then went off again. Caller tried moving the cord and pressing the controller buttons, but the controller would not power on. Caller denied damage to the ac power supply and confirmed the green light was still on. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information received from patient. Patient called back for assistance with pairing controller to ins. Agent walked patient through successful pairing and confirmed stimulation was on and in group c. Patient called back and was having issues charging the implant. During the call controller was plugged into the ac power. Patient plugged the recharger and got excellent. Controller was at 90% and implant was at 60%. Agent reviewed difference between charging the controller and the implant but patient seemed confused. Agent closed case. Additional information received from patient. Pt reported that he received a controller replacement but he noticed that when he is connected to ac power if he touches the cord the charge stops. Pt suspects that there is a short in the ac power cord causing this. See request to repair team attached.

Manufacturer narrative:
H3: analysis of the [controller], model [97745], s/n [(B)(6)], revealed broken connector support. Replaced broken/cracked rtm/power connector support causing connection/charge issues. Replaced cracked/scratched/worn front case causing case separation, charge I ssues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.